Manufacturer narrative:
The product was received on (B)(4) 2014 and evaluated on (B)(4) 2014 by qe and a breach in the transformer housing was observed and confirmed. This is a safety risk. This issue with the damaged transformer housing for the pump in style device was addressed in investigation (B)(4). The investigation found that the transformers are being damaged during shipment from the manufacturer to medela. This damage is causing the plastic housing to fail prematurely when subjected to normal use and foreseeable misuse. The packaging used by the manufacturer to ship the transformers to medela is not robust enough to handle all of the potential shipping, handling, and abuse conditions that could arise from logistics of the consolidation process. As a result of the investigation, the shipping and consolidation process has been modified to reduce the handling and potential for double stacking of the skids. The shipping packaging strength has also been increased to further protect the transformers during shipping.

Event description:
The customer originally reported that the pump will not power on with power adapter. Upon inspection of the product and qe evaluation on (B)(4) 2014, a breach in the transformer housing was observed and confirmed which is a safety risk.